Event description:
One endeavor resolute rx drug-eluting stent was implanted to a de novo class c lesion in the proximal lcx. The lesion was severely calcified, with tortuosity of 45 - 90 degrees and 95% stenosis. It was reported that the device was inspected prior to use and that a negative prep was carried out on the device with no issues noted. A delivery balloon rupture is reported to have occurred during the procedure. The lesion was pre-dilated and a pressure of 20 atm was achieved. No resistance was reported in advancing the device to/across the lesion. It is reported that the balloon burst occurred during implantation of the stent, on the first inflation, after 2-3 seconds. The pressure at time of rupture was 14 atm. It is reported that pressure was lost rapidly. The investigator reports that a sufficient degree of opening was achieved prior to the balloon burst to allow the insertion of second balloon for dilation of the partially deployed stent. Investigator reports that the pt did not experience any complications during the procedure. An add'l endeavor resolute rx drug-eluting stent was successfully implanted to the distal lcx during the same procedure. No clinical sequelae were reported and pt was asymptomatic at 30 days post procedure. The hospital was unable to locate the complaint device for return. Cd images were received for review. Review of the cd images show the lesion being pre-dilated and the possible presence of the endeavor resolute device inflated at the lesion site, however, quality of the cine images was poor and it was not possible to clearly see the reported balloon burst. As it was reported that the device passed negative prep with no issues, this confirms that no leak was present in the device prior to use. As the device was inflated to 14 atms prior to bursting, it is possible that the expansion of the device resulted in cracking of plaque at the severely calcified lesion site. This could have caused damage to the balloon material, resulting in the burst as reported.

Manufacturer narrative:
Evaluation: cd of procedure evaluated, device not returned. Evaluation: results: pt's condition affected effectiveness of device (severe calcification, 95% stenosis). Conclusions: device failure/lack of effectiveness related to pt condition (severe calcification, 95% stenosis). (Second balloon used to deploy partially deployed stent).